Event description:
The patient was scheduled for a routine pump replacement as eri (elective replacement indicator) was less than one month. During the pump replacement procedure, the catheter was not dripping csf (cerebrospinal fluid) and the surgeon was unable to aspirate the cat heter. The surgeon opened the back incision and the proximal segment of the catheter was visible, but the spinal segment was not. There was an obvious break in the catheter where it exited the dura and the distal/spinal segment had retracted back into the spinal canal. The visible portion of the catheter was removed. A new pump and new catheter were implanted. The patient had no symptoms prior to the pump and catheter replacement. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury¿. The patient recovered without permanent impairment. The device system was delivering lioresal.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Device evaluation summary: analysis of the catheter found ¿catheter body ¿ broken¿.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported that on (B)(6) 2014 the patient first complained of leg pain and stiffness. The patient demonstrated difficulty ambulating with a rolling walker, and was dragging their right foot while walking. The patient's family observed unusual weakness in the patient. The patient demonstrated behavioral changes, including a difficulty with word retrieval, tantrums, and increased stuttering. On (B)(6) 2015 the patient was seen by a neurosurgeon for an elective baclofen pump battery replacement. During the operation, it was discovered that the catheter, leading from the baclofen pump to the "thecal sac", was fractured and actually had been recoiled into the abdomen and the fracture was well within the spinal canal. A postoperative diagnosis of malfunctioning baclofen pump due to battery life and a catheter malfunction was given. A single fluoroscopic spot image of the spine was obtained intraoperative. A radiopaque catheter was seen projecting within the spinal canal with the tip projecting in the lower thoracic spine, possibility at t12. It was noted that the lack of an alarm system in the product design that would alert of a catheter fracture was a direct cause of baclofen withdrawal, leg pain, stiffness, unusual weakness and changes in behavior. The failure of the pump to alarm due to a catheter fracture malfunction exposed the patient to "undue pain and suffering" and ultimately endangered the patient's life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.